Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device displayed a white screen upon power up. The cause was identified to be the processor printed circuit board (pcb) not functioning as intended. The processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a white screen. No additional information is available.